Manufacturer narrative:
Our records indicate this this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated a revision procedure was performed. It was noted that the pacing threshold measurements had also increased. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms with no capture at maximum outputs. A lead revision procedure will be scheduled in the near future. No adverse patient effects were reported.